Manufacturer narrative:
This report is submitted on october 6, 2021.

Manufacturer narrative:
The previous MDR report submitted on october 6, 2021, did not have the analysis report attached. The device analysis report is attached in the report. This report is submitted on october 7, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.